Event description:
An olympus sales representative reported on behalf of the customer that the evis eus ultrasound gastrointestinal videoscope was reprocessed by the user facility staff with an oer-6 when the acecide was not replaced for a long time, exceedingly over one month. The customer stated the oer-6 had worked 70 times. There were no reports of patient harm, and no patient health hazards have been reported to the facility. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been 1 year since the subject device was manufactured. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the cause of the device being reprocessed by the facility staff with an oer-6 where the acecide was not replaced for a long time, exceedingly over one month. Olympus will continue to monitor field performance for this device.